Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 550:320 was confirmed as failure code 550:320:654:0000 during product evaluation. This condition was caused by the inverter harness being disconnected from the main speaker harness. The inverter harness was reconnected to the main speaker harness to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.

Event description:
The facility technician contacted a technical service representative to report a colleague infusion pump that experienced failure code 550:320. The event occurred during power up. There was no report of patient involvement, patient injury or medical intervention. The customer does not want to be contacted. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.